Event description:
The customer reported an issue with the dpm 7 mpm module which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included repairing the cold solder on all connectors on the front panel. Calibrated and safety tested device to factory specifications.